Event description:
Information received from the field does not address the patient's clinical status but reports an "internal insulation failure with lead impedance of <250 ohms in bipolar output configuration."~~~~~~~~